Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The system was rebooted and the issue could not be resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when booting up the system, the site was getting the error initializing collimator message. They have been rebooting to resolve the issue, but it keeps reoccurring. There was no patient present.